Event description:
During eval of a returned homechoice automated peritoneal dialysis cycler, a possible overfill situation was identified which occurred in 2008, during drain cycle 2. The pt's ultrafiltration reading was 872mls, indicating the home pt (hp) drained 872mls more than the programmed fill volume of 2500 mls. This info gave a total drain volume of 3372mls (872mls + 2500mls). No pt injury or medical intervention was reported. Despite baxter's attempts, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. It was noted in the event log that the pt had been draining less than the fill volume in the previous cycle 1 of this therapy session, which could have contributed to the increased drain volume in drain 2. The device will be routed to the service area.